Event description:
The customer reported via phone call that they were hospitalized one year prior for high blood glucose. Customer stated they forgot to remove the plastic cover from the infusion set and as a result, did not receive insulin. The customer stated, they were hospitalized with diabetic ketoacidosis for three days as a result of the user error. Customer's blood glucose was unknown at the time of the event. Customer also reported receiving several no delivery alarms while priming in the past. Customer stated they never changed their reservoir. The customer's blood glucose was 187 mg/dl at the time of the call. Customer declined to return the insulin pump for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Manufacturer narrative:
The pump was received with minor scratches on the lcd window, a cracked case at the display window corners and cracked battery tube threads.